Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced multiple high blood glucose levels. The customer was having problems with the infusion set's needle. The infusion set had a bent cannula. The customer's high blood glucose kept going up. The customer would get high blood glucose levels that were around 300 mg/dl to 400 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer had a blood glucose level of 200 mg/dl to 210 mg/dl. The customer did not mention how they treated their blood glucose. The customer will not return the device for analysis.